Manufacturer narrative:
The returned device was examined for the cause of shedding. It was observed that the inner blade experienced significant galling in the form of a 1.32" band, 2.31" from the burr tip. Runout of the outer blade was found to be .019" due to a bend in the blade. The shedding resulted from an excessive bending motion during use. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation, a root cause was determined to be user error. (B)(4).

Event description:
During a hip arthroscopy pincer lesion debridement procedure, the surgeon noted the inner blade abrading against the outer sheath shedding metal about two inches from the tip. It was noted that there was circumferential stripping of the inner section of the burr. It was also reported that metal shards were visible via scope in the joint. Additional information received confirmed the site was flushed prior to closing the patient portal. It was reported that confirmation of all the shards being removed could not be confirmed but that no further shards were visible. There was no delay reported and a back-up device was available.